Event description:
It was reported that the patient with this pacemaker presented to the emergency room (ER) following multiple syncopal episodes. Consult review revealed loss of capture with asystole greater than two seconds, high capture threshold, and an automatic lead safety switch from bipolar to unipolar configuration, due to high out of range atrial impedance measurement greater than 3,000 ohms. Imaging confirmed twiddler's syndrome, as both leads were dislodged. The right atrial (ra) lead appeared to be in the pocket and the right ventricular (rv) lead was pulled back into the atrium. Subsequently, the patient underwent a system revision procedure. This pacemaker was explanted and successfully replaced with a new device of the same model. No additional adverse patient effects were reported. Return of the device is not expected. If the product is received for analysis, this report will be updated with pertinent information upon completion of product analysis.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Event description:
It was reported that the patient with this pacemaker presented to the emergency room (ER) following multiple syncopal episodes. Consult review revealed loss of capture with asystole greater than two seconds, high capture threshold, and an automatic lead safety switch from bipolar to unipolar configuration, due to high out of range atrial impedance measurement greater than 3,000 ohms. Imaging confirmed twiddler's syndrome, as both leads were dislodged. The right atrial (ra) lead appeared to be in the pocket and the right ventricular (rv) lead was pulled back into the atrium. Subsequently, the patient underwent a system revision procedure. This pacemaker was explanted and successfully replaced with a new device of the same model. No additional adverse patient effects were reported. Return of the device is not expected. If the product is received for analysis, this report will be updated with pertinent information upon completion of product analysis. Criteria met for tr17001: intermittent pace impedance. This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.